Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report discordant, low carbon dioxide (co2) results obtained on a dimension vista 500 instrument. Siemens reviewed the system error log and observed multiple aliquot errors. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods and observed the aliquot probe had a short sample error and found there was gel inside the aliquot probe. The aliquot probe was replaced, aligned and performed a quality control (qc) check. The potential cause of discordant results is due to the aliquot probe containing gel accumulation from the sample collection tubes as the result of poor pre-analytical sample quality. The data suggests the sample aliquots were contaminated due to sample carryover by urine samples aliquoted prior to the individual sample ID's as a result of the gel accumulation in the aliquot probe. No further discordant results have been observed since replacement of the aliquot probe. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, low carbon dioxide (co2) results were obtained on two patient samples on a dimension vista 500 instrument. The discordant result for one patient and the repeat result for the other patient were reported to the physician(s). The same patient samples were retested on an alternate dimension vista instrument, resulting higher. The higher repeat results were reported to the physician(s) as the correct results. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant low carbon dioxide (co2) results.